Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was flickering and the touch panel was displaying distorted images. The event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the 4k card required replacement. To resolve the issue, the technician replaced the 4k card, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.